Manufacturer narrative:
(B)(4). The device was evaluated. The event history log review identified the low priority 30166 (max air exceeded) alarm. The device was visually inspected and there were no issues found. The returned device also underwent return instrument test/evaluation (rite) functional and electrical testing. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The low priority alarm 30166 (max air exceeded) was determined to have occurred due to a use error, because the patient removed the supply bags too early during post-therapy teardown. This led the device to falsely detect air in the patient line, triggering the low priority alarm 30166. The amia automated pd system patient guide provides instructions on when to remove and discard the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia device, one alert event condition code 30166 (max air exceeded alarm) was identified in the treatment history file (and therapy) started on (B)(6) 2014. No further information was available.